Manufacturer narrative:
Patient identifying information is not available for reporting. It is unknown if the complainant part will be returned for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a variable angle locking compression plate was used for an operation on distal radius fracture. While a variable angle locking screw was being inserted into the second hole from the ulna section, the screw penetrated through the locking hole of the plate and eventually embedded in the patient's bone. The embedded screw was successfully extracted from the bone; however, the screw hole was damaged making it impossible to allow screw insertion. Additionally, the surgeon had difficulty inserting the locking screw in question as the tapping function did not work well. It was forcefully compressed, which allowed for insertion. A ten to twenty minute surgical delay was reported. This report is 3 of 3 for com-(B)(4).